Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose unknown date with blood glucose level was unknown. The customer was declined to troubleshooting and just need help linking the meter and insulin pump. Customer stated that she took steroids which caused her blood glucose to be high. Customer stated she had been in because she has been in the hospital for the past four days. The customer current blood glucose level was 299 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.